Manufacturer narrative:
Further information was requested but not yet available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in hospital with a loss of capture on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed lv lead dislodgement. The issue was resolved by explanting and replacing the lv lead. The patient was in stable condition.